Event description:
The delivery catheter of the micra pacemaker kinked and the md was unable to deploy the pacemaker. A new delivery catheter was used without harm to the patient. Manufacturer response for catheter, micra av transcatheter pacing system (per site reporter) product handled by site.